Manufacturer narrative:
The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The controller, (B)(4), in use during the event did not have the smr upgrade. Log file analysis revealed one critical battery alarm involving (B)(4) most likely due to a communication error. The data log files do not cover the date of the critical battery alarm. Additionally, further analysis of log files revealed premature power switching events due to communication errors involving the battery. This is an additional observation not related to the reported event. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. There is an internal investigation for communication errors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ¿critical battery¿ alarm. The battery was replaced with no reported consequence or impact to the patient. No further information was provided.